Event description:
Cup shifted some time ago to less than optimal position. Cup stabilized with fibrous ingrowth. Pt presented with pain due to head wearing away plastic edge of cup due to malalignment. Cup was removed. Cluster cup with one screw was implanted.